Event description:
During the procedure, the patient experienced a target vessel non-qwave myocardial infarction. There was a rise in ck (above normal limit; 3), ck-mb (above normal limit: 3) and triponin without ECG changes and without chest pain after the pci due to slow flow, which was resolved by the application of integrillin. The patient was stable with normal left ventricular injection fraction by echo and was discharged without any complications. The patient was initially admitted in 2007 with an inferior acute myocardial infarction. The patient had a target lesion in the proximal left anterior descending branch that was type b2, de novo, moderately tortuous and eccentric. The lesion had a length of 58mm and the vessel diameter was 3mm. Timi flow grad pre and post procedure was 3. The lesion was pre-dilated and a 3.0 x 33mm cypher select plus stent and a 3.0 x 23mm cypher select plus stent were implanted overlapping each other at 16atms. The patient's medications include the following: ace inhibitors (pre and post procedure), aspirin (intra and post procedure), clopidogrel (intra and post procedure), gp iib/iiia inhibitor (intra procedure), heparin (intra procedure), statins (post procedure) and beta blockers (post procedure).

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufactured report numbers are 9616099-2007-01135 and 9616099-2007-01136. Additional information will be submitted upon 30 days of receipt.